Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The part passed inspection of the outer profile with the exception of some deformed areas where the liners are damaged. This damage likely occurred during the procedure. Product likely left biomet control conforming. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty. During the procedure, the acetabular cup and liner were implanted but removed as the surgeon did not like the fit. Another cup was implanted. A liner was attempted four times but would not lock into the cup. Another liner was utilized to complete the procedure.